Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow rate testing. Evaluation observed no issues upon performing flow accuracy tests at 20ml/hr with a volume to be infused (vtbi) of 20ml and 125ml/hr with a vtbi of 125ml for 60 minutes each, with a volumetric output deviating from the original by -3.075 and -2.7752 percent, respectively; both deviations fall within the plus or minus 5 percent margin of error. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused heparin. The reported problem was found during delivery in the cardio pulmonary wing. The bag hung (B)(6) 2019 at 8:00pm and the device was programmed to deliver heparin 20ml/hr, rate 1000 units/hr. On (B)(6) 2019 at 12:00 am the user noticed the 500ml bag was empty. The user notified the pharmacist who asked the user to double check the pump programming with another nurse, which the user said had been done. The user mentioned the patient thought they noticed fluid moving through the drip chamber more quickly than before. The pharmacist recommended the user to stop the drip, quarantine the pump, notify the provider and monitor for "s/s of bleeding". The pharmacist also went up to the patient room to confirm the pump programming was correct. Upon arrival to patient room, patient was alert/oriented and did not appear to be in any distress. Drip had been disconnected. Checked surrounding area for leakage, found none. No extravasation reported. Patient instructed by nurse not to get up without supervision. Reviewed pump and saw that correct heparin drip was selected, correct rate of 1000 units/hr, 20ml/hr. Only oddity was that vt bl was 136ml. Pump showed 89ml admin, which would only be 225ml (full bag is 500ml). Still, this should not have affected the rate. Patient received 25,000 units over 4 hours (6250units/hr). No reversal desired at this time. During flow rate testing, the customer biomedical services was unable to duplicate the over infusion and the pump was performing within test specifications. The patient was on heparin drip cardiac protocol during the event. There was no known patient injury or medical intervention associated with this event. No additional information is available.